Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the anchor of the device was broken and the eyelet was missing. The method used to prepare the bone as well as the bone quality encountered were not provided. The cause of this remains undetermined however probable cause can be attributed to the use of prying/leveraging forces.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email an ar-2324bcct bio-composite swivelock anchor broke during insertion. This was discovered during a micro wound for achilles tendon rupture procedure on (B)(6) 2023. Surgeon was able to implant ar-2324bcct bio-composite swivelock anchor successfully but when implanting the second, the anchor broke. Case was completed using another ar-2324bcct bio-composite swivelock from the same lot number. Additional information received on 01/13/2023: all the broken fragments were retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.